Event description:
After a tooth was treated and obturated using thermafil plus, it was noted that infection was present at the apex of the tooth. Also, it was reproted that a continously draining fistula had developed. The patient was subsequently referred to another doctor for further treatment, though the doctor has reportedly been unable to remove the material in order to treat the infection. Further information was requested, though none is available as of this report.